Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error-failed to follow therapy steps issue. Complaint is confirmed because the patient reported that he changed out the cassette and not the bags during trouble shooting of an alarm situation check supply line in prime. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center regarding a check supply line alarm which occurred on the homechoice (hc) during use during prime. The hp stated he changed out the cassette and not the bags. The tsr informed the hp to start over with new supplies. The solution to this issue was provided over the phone . There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During follow up the hp asked what color clamp is associated with the supply line and told the hp the white clamp is associated with the supply lines. The hp stated the user's manual does not provide what color clamp is associated with the supply line so when he got the check supply line alarm he was not sure which line it was since the hp only noticed an issue with the red clamp line. The hp stated the red clamp line did not seem to be priming. The hp was asked if he noticed anything wrong with the heater bag. The hp stated he could not figure out what was wrong, so he finally called in for assistance and had to start over with new supplies. The hp stated since then therapy has been going fine. There was no patient injury or medical intervention reported.